Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient stated they know their ins needed to be recharged because they had connected to it before calling, and it had showed 10 percent, they normally charge once a week but it was longer than normal by probably a few days. Pt said after that they could not get to the screen that showed how fully charged their ins was and they sat leaning against it for 40 minutes today. The following troubleshooting steps were performed; technical services worked with pt and their equipment and initially tried to get pt to use their communicator and handset to connect and read their battery levels, after several tries, pt said their samsung handset had been dead and it was plugged in during the call. Eventually and after restarting several times, pt was able to launch micromytherapy and try to connect however got searching for device using their communicator and handset. Recommended trying to use the charger instead. Worked with pt and their recharger to restart the charger by holding the power button down for 45 seconds. Pt was successful to place the charger over their ins and reported seeing an excellent connection the charger was completely charged and the ins was 10 percent. Pt confirmed the connection was excellent and the reason they were calling was resolved. The troubleshooting steps that were taken on the call resolved the issue.  No further complications were reported at this time.